Event description:
Customer reported that while processing hbsag plates, the technician noticed the well liquid levels varied and no error message was generated by the osp. The service engineer performed troubleshooting and verified proper operation of the instrument. No death or serious injury was associated with this incident.